Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and suffered a pericardial effusion which required a pericardiocentesis and surgical intervention; however, the patient expired. The report indicated that they were mapping the left ventricle using a transseptal approach. They thought they saw a possible pericardial effusion. A tee ultrasound was performed and the results were inconclusive. The case was continued and was completed. When catheters and sheaths were being withdrawn, the patient became hypotensive. Tee confirmed a pericardial effusion. Pericardiocentesis was performed and the patient was not stable. Surgery was performed and the patient expired. The products used were optrell catheter, qdot catheter, soundstar catheter, carto system and ngen generator/pump. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).